Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain, failed back surgery syndrome, chronic low back pain, radicular pain syndrome (radiculopathies), and spinal pain. It was reported on (B)(6) 2016 that the patient was scheduled for an explant. The scs had not helped and the implantable neurostimulator (ins) was unable to be interrogated by the clinician programmer. The patient reported that the scs had not helped much. The patient had a pain pump which they got good pain relief from. It was reported that the patient had a history of non-compliance with charging. It was also noted that the recharger had been replaced in (B)(6) 2015. The patient¿s medical history included failed back surgery syndrome, type ii diabetes, coronary artery disease, and depression. It was reported that the explanted devices were picked up from pathology and sent to the manufacturer.

Manufacturer narrative:
Product analysis #(B)(4): the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is (B)(4). The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 2 hours 51 minutes and the battery charged from 3.520v to 3.735v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count is (B)(4). The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. Information references the main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis of the ins,((B)(4)) found no significant anomaly on the ins as the reduced battery capacity is due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.